Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: according to the information received, the needle was loose in the package. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code y936 was received for evaluation, the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples pieces due to the suture has begun with the process of degradation. The product code y936 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. A manufacturing record evaluation was performed for the finished device lot number an1753, and no non conformances / manufacturing irregularities were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The needle was found to be loose in the package and was not connected to the suture. No further information was provided.